Event description:
It was previously reported that the patient had one lead removed, but not replaced, on (B)(6) 2011, due to its migration (see manufacturer report # 3004209178201105853 for details related to that event). The patient recovered "fine" from that event. It was reported that one of the patient's leads had, again, migrated and was resting against the spine. This resulted in "extreme" right leg pain that prevented the patient from walking. The patient requested to have the implantable neurostimulator removed. It was later reported that the patient was to meet with the physician and manufacturer representative during the week of (B)(6) 2011. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).